Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for lower flows and infection. The infection could not be located. On (B)(6) 2022 the patient experienced a low flow alarm up to 1.1 liter. The left ventricular assist device (lvad) files showed a significant increased of rotor noise at the times of low flow alarms. A few hours later the patient experienced a neurological attack. The whole brain was highlighted on the positron emission tomography (pet) scan. The health care provider (hcp) stopped the lvad due to the brain damage. The patient passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported hemorrhagic stroke, infection, and patient outcome could not be confirmed through this evaluation. Evaluation of the submitted log files revealed low flows, as well as increased pump power, pump current, and rotor noise, which appeared consistent with thrombus passing through the pump; however, the suspected thrombus could not be confirmed through this evaluation as the pump was not returned for evaluation. Furthermore, the submitted log files confirmed additional low flow alarms; however, a direct cause for the reported alarms could not be conclusively determined through this evaluation. The account reported that the patient was admitted for low flow events and an infection. The patient reportedly had a low flow alarm on 13apr2022 and experienced a neurological attack a few hours later. Diagnostic imaging revealed a massive hemorrhage in the brain. The account reported that support was withdrawn, and the patient expired due to brain death on (B)(6) 2022. Additionally, the device was not explanted and would not be returned for evaluation. The system controller event log file contained data from 08apr2022 to 13apr2022. Several transient low flow alarms, when flow was recorded below the low flow threshold, were captured between 08apr2022 and 13apr2022. Transient low flow events were recorded on 13apr2022 with associated motor instability and rotor noise events associated with slight elevations in pump power. Calculated flow remained above the low flow threshold for the remainder of the log file. The pump appeared to operate as intended at the set speed for the duration of the log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 entitled ¿introduction¿ lists stroke, bleeding, pump thrombosis, infection, and death as adverse events that may be associated with the use of heartmate 3 lvas. Also, speed, power, flow, and pulsatility are outlined in section 1 of this document. Care instructions regarding preventing infection are provided in various sections of the IFU, including ¿caring for the driveline exit site¿ and ¿controlling infection¿. Section 4 describes the pump flow display and the hazard alarms. The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. Section 5 (under ¿implant procedures¿) additionally warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values and suggested anticoagulation modifications. Section 6 also lists neurological dysfunction, infection, and thromboembolism as potential postimplant complications. The heartmate 3 left ventricular assist system patient handbook is currently available. Several sections of this handbook provide care instructions regarding preventing infection. Section 5 outlines all system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information provided. The manufacturer is closing the file on this event.